Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm, a battery out limit alarm, and an unresponsive keypad. The customer stated she was playing wii when the alarms occurred. The customer's blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
No unexpected alarms noted after battery change. No button error alarm noted. The insulin pump had an unresponsive act button due to corroded keypad trace. The insulin pump was unable to perform displacement test and battery out limit due to unresponsive button. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.